Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer was able to charge the pump successfully by connecting the pump to an alternate usb cable. The customer's blood glucose level was approximately 140 mg/dl.